Event description:
It was reported that the zimmer electric dermatome alleges that the dermatome stopped working during pt use because the "drive jams". An additional unplanned graft harvest, and "about 15 mins increase" in surgical time to obtain, open, and set-up the alternate unit, was reported. The dermatome was stated to have initially worked when first turned it on, and the green light on the power supply was reported to have been on.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.